Manufacturer narrative:
E1: initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as wrong technique in product usage process. It was not reported if the patient was hospitalized. Treatment was not reported and the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.